Manufacturer narrative:
The customer was not certain if any of the erroneous results were released outside of the laboratory. They had recently switched over to a new data management system and could not be certain on if any of the patient results reached the clinicians or not. There have been no further issues following the field engineering specialist visit. No details on specific service activities performed have been provided yet.

Manufacturer narrative:
Based on the analyzer alarms and the gel contaminated sample probe, the investigation determined the issue was caused by poor preanalytical process by the customer.

Manufacturer narrative:
Service checked the instrument and noticed contamination on the sample probe. The sample probe was replaced. The customer performed calibration and qc, the results of which were within normal acceptance limits. The investigation is currently ongoing.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6) .

Event description:
The customer complained of a questionable chol2 cholesterol gen.2 result for 1 patient sample and a questionable ureal urea/bun result for 1 other patient sample. Testing was performed on a cobas 6000 c (501) module. Patient 1 initial chol2 result was 0.05 mmol/l with a repeat result of 4.02 mmol/l. Patient 2 initial ureal result was 0.1 mmol/l with a repeat result of 10.3 mmol/l. It was not clear if the erroneous results were released outside of the laboratory. Clarification has been requested. There was no allegation of an adverse event. The ureal reagent lot was 326874 with an expiration date that was not provided. The chol2 reagent lot was 330179 with an expiration date that was not provided. The customer stated that they have replaced the probe. The analyzer alarm history showed multiple occurences of "abnormal sample aspiration" and "abnormal probe sucking" alarms. The investigation is currently ongoing.